Event description:
It was reported that unspecified bd¿ tubing had air in it. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown it was reported that air was noted in the IV tubing. Verbatim: pump was alarming. Nurse removed tubing from pump and administered via pressure bag. Air noted in IV tubing at some point during fluid administration via pressure bag.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that air was noted in the IV tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had air in it. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. It was reported that air was noted in the IV tubing. Verbatim: pump was alarming. Nurse removed tubing from pump and administered via pressure bag. Air noted in IV tubing at some point during fluid administration via pressure bag.